Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and erosion. The aus was explanted, the physician put a bigger cuff around the urethra to create a space holder and allow the area to heal, a replacement surgery was performed. There were no additional patient complications reported